Manufacturer narrative:
This report is submitted on 26 apr 2021.

Manufacturer narrative:
The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery. This report is submitted on november 20, 2020.

Manufacturer narrative:
This report is submitted on october 8, 2020

Event description:
Per the clinic, the patient suffered a head injury resulting in no response to sound. A device failure was confirmed (all electrodes are open circuit).